Event description:
According to the literature, a retrospective study compared the association between anesthetic technique and local disease control in patients who underwent percutaneous microwave ablation of colorectal liver metastases and hepatocellular carcinoma between january 2013 and september 2018. Microwave ablation was performed with emprint thermosphere and track ablation was performed to prevent potential bleeding and tumor seeding along the needle track. Of all procedures, 22 were performed under general anesthesia, 32 with midazolam/fentanyl and 60 with propofol sedation. Complications included pneumothorax which resolved spontaneously and hepatic hemorrhages along the needle track which required admission for an emergency coiling procedure. It is possible that the continued respiration during probe placement contributed to probe-induced hepatic hemorrhage.

Manufacturer narrative:
Title: propofol compared to midazolam sedation and to general anesthesia for percutaneous microwave ablation in patients with hepatic malignancies: a single-center comparative analysis of three historical cohorts. Source: cardiovasc intervent radiol (2019) 42:1597¿1608 / published online: 26 june 2019 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.